Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a kinked image sensor unit cable that could have caused a breakage or short circuit of output signal wires. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a laparoscopic cholecystectomy therapeutic procedure, the image was distorted on the videoscope. There was a delay of less than 30 minutes, and the procedure was completed with the same device. There were no reports of patient harm.